Manufacturer narrative:
It was noted that the device would not be returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this pacemaker was difficult to interrogate and was subsequently found to be operating in safety mode. The device was therefore explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was difficult to interrogate and was subsequently found to be operating in safety mode. The device was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the device would not be returned at this time. If it is returned, analysis will be performed, and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.